Manufacturer narrative:
Date sent: 3/24/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, the device would not staple. Sutures were used to complete the procedure with no pt consequence.